Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a bowel procedure the doctor fired the unknown circular stapler and, when trying to remove from the bowel, tissue got stuck on the anvil head. The doctor had to cut the bowel to remove the stapler. The doctor hand sewed the bowel back together. There were no patient consequences reported.